Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected product was not provided by the customer. Risk review: doc-035405 rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.1. Cause - breakage of pole clamp that holds all components of eds 3 effect (harm) - delay in patient treatment. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Per review of eds IFU (pg. 4), "always attach the eds 3 device to the i.v. Pole by fitting the clamp over the pole." Per page 5, customer should be securing the eds unit to the pole with the attached cord. Cord should be knotted above the locking mechanism before use. The customer confirmed they have the part and are able to return it to natus.

Event description:
Nt821731c - clamp broke during a procedure. ICU register nurse was at the patient's bedside counter preparing medications for administration, rn heard a "crash sound" and found a piece of end clamp on the floor. The evd was caught before it dislodged from the patient's skull. New clamped obtained and applied. No injuries.

Event description:
Nt821731c - clamp broke during a procedure. ICU register nurse was at the patient's bedside counter preparing medications for administration, rn heard a "crash sound" and found a piece of end clamp on the floor. The evd was caught before it dislodged from the patient's skull. New clamped obtained and applied. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). The customer only returned the clamp portion (pn: sd208663). Root cause/failure investigation: one pole clamp component was sent back with a break near the middle where the screw, used to secure to the pole, is located. There is no visible discoloration of the material. A possible indication was that the user overtightened the clamp to the pole causing the break near the screw. No design changes have been documented on these parts. Failure mode: it appears excessive force was applied to break the component.